Event description:
It was reported that during the implant of a transcatheter bioprosthetic aortic valve a left bundle branch block (lbbb) developed after the valve was deployed. The lbbb remained following the procedure and prolonged hospitalization was required. The lbbb remained stable on the first and second day following the valve implant procedure. No treatment reported. No patient complications were reported as a result of this event. The patient was discharged home with a 7-day continuous heart monitoring device. The results were not available at the time of this report. The event was reported as causal to the valve.

Manufacturer narrative:
Continuation of d10: product ID {{l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{compression loading system}}; product ID {{d-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}. Select patient information cannot be documented in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the left bundle branch block (lbbb) was absent at the 30-day following. As reported, the lbbb resolved approximately 6 weeks following onset. The lbbb was now also reported as probably related to the valve implant procedure.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.